Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site reaction. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient experienced irritation with the pod site. Patient initially attempted to use (B)(6) to treat the irritation. While visiting his dermatologist the doctor suggested he use a medication (unknown name) that patient was already using for another skin condition. Pod was worn longer than 48 hours.